Event description:
Information received indicates the left head siderail will not stay up.

Manufacturer narrative:
The technician found the siderail assembly was dirty, causing the latch to stick in the open position. The technician cleaned and lubricated the siderail latch assembly to repair the bed.